Event description:
On placing the second suture anchor, the tip of the drill bit broke and about 0.5cm of the tip of the drill was left behind in the depth of te acetabulum superiorly. The anthrex rep/consultant was asked to make note of this and if it was related to manufacturing defect vs. A technical problem during surgery. It was decided by the physician to leave the tip and concluded it would not cause further harm to patient.